Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2015-05436, reference MFR. Report#: 1627487-2015-05437. It was reported the patient's leads eroded through her skin. As a result, the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2015-05436, reference MFR. Report#: 1627487-2015-05437. Follow-up revealed the doctor did not see signs of lead erosion prior to explant. Also, the doctor did not believe the patient's symptoms were device related.